Event description:
The patient is pursuing a product liability claim. It was reported that a biolox option ko/adapt, 12/14, 36x 3,5 was implanted on (B)(6) 2014 on the right side. The patient became sick on (B)(6) 2014 and underwent a revision surgery on (B)(6) 2014 due to infection.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on 05/18/2015. The correct reference and lot number of the device were provided. The device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The product was not returned for investigation. DHR records were reviewed and found to be conforming. No trend identified. The compatibility check was performed; the product combination was approved by zimmer (B)(4). It was reported that a patient, female, (B)(6) became sick on (B)(6) 2014. On (B)(6) 2014 drainage was performed. Implantation report, (B)(6) 2014: indication: instable right hip prosthesis. Surgeon mentioned that the wound looked healthier compared to the last revision (due to metallosis) 1.5 years before. Cup and stem were found to be well seated. A biolox option head 36/-3 and a 36 mm liner with a tm locking ring were implanted resulting in a stable situation and a rood rom. Revision report, dated (B)(6) 2014: indication: post-operative joint infection. Intensive cleaning and debridement, exchange of previously implanted biolox head and trilogy liner. Patient also experienced a kidney infection. Sterilization certificate and complaint summary implants have been reviewed. Possible causes: infection due to user error - compromised package sterility due to handling/transportation. Possible as the sterility cannot be guaranteed once the product is outside of zimmer (B)(4) logistic control. Infection due to breach in aseptic technique within operating room. Possible as no zimmer (B)(4) employee was attending the surgery. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).